Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer was dizzy and lying on the floor when she tried testing him with the aviva system using expired strips. She only received an error message, so she took him to the hospital immediately. Reporter stated the hospital obtained a 390 mg/dl result on their system and treated the customer with insulin before admitting him. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.